Event description:
It was reported by service report that the cpu was bad for foot lift as well as the lift motor coupler- was rounded out on motor connection. No pt involvement or adverse consequences are reported.